Manufacturer narrative:
The contribution of the device to the experience reported could not be determined as the device was not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record.

Event description:
Index surgery: (B)(6) 2005. Revision of left shoulder components due to a rotator cuff tear from weightlifting and multiple falls. Surgeon states event is unlikely related to devices or procedure. This event report was received through clinical data collection activities.